Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had an oxygen not available and oxygen device failed alarms. The device was in patient use when the issue occurred. The device continued to operate even after the alarms occurred. The patient was transferred to a different v60 ventilator. There was no delay in therapy. No patient or user harm reported. The customer reported that the device had oxygen not available and oxygen device failed alarms. The customer also reported that the device was difficult to shift into standby mode. During evaluation of the device, the service engineer reported that the e-1111, and e-1208 codes were not duplicated. It was also noted that there were no issues observed in standby mode as well. It was noted that the device had a power led illumination failure, and the power switch overlay was faulty and required replacement. The customer's reported issues could not be duplicated. No further actions were required for the reported issues.